Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2012-02101 and 2134265-2012-02651. It was reported that during a stenting treatment procedure slow flow occurred. The 70% stenosed lesion being treated was located in the mildly tortuous, uncalcified obtuse marginal off of the left circumflex artery. The physician implanted a 2.25x16mm promus element plus stent then performed intravascular ultrasound (ivus). The physician determined that more stenting was needed and implanted two 4x20mm promus element plus stents with some overlap. The physician identified slow flow in the vessel and felt that there had initially been thrombus in the vessel that had "flowed down stream after stenting". A 4.5x20 nc apex balloon catheter was used to postdilate the implanted stents, followed by a non-bsc aspiration catheter. After multiple passes with the aspiration catheter, the physician identified a mild stent deformation at the proximal edge of a 4x20mm promus element plus stent. The aspiration catheter was removed and the 4.5x20 nc apex balloon catheter was readvanced to the target lesion. The procedure was completed by postdilating the deformed stent, upon doing so there was no longer evidence of the stent deformation. No further patient complications were reported and the patient's status is fine.